Event description:
The customer reported a 24 hour chemotherapy infusion infused in 13 hours instead of the intended 24 hours. The infusion was programmed to infuse at 42ml/hour with vtbi 1000ml. The infusion started at 2230 and at 1045 the following day the nurse noticed the infusion bag looked flat (which had a brown protective covering over it to protect it from light) so the nurse lifted the bag and it felt like there was approx 20ml remaining. The nursing manager and director confirmed with the pt's nurse that the device was programmed correctly. The device was sequestered and sent down to biomed. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have been received and the eval is pending. A /fu report will be submitted with investigation results once the eval has been completed.